Event description:
A faculty representative reported that following an implantable collamer lens (icl) implantation procedure, the lens had zero vaulting. Planned lens removal and replacement. Cause of the event was reported as unknown. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5 - corrected to: the initial MDR is not applicable as the event is not reportable. There has been no report of serious injury or malfunction. Claim #(B)(4).